Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 7. Details of surgery: ridge augmentation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.